Event description:
It was reported that a patient who was treated bilaterally last year (according to the surgeon it should have been (B)(6) 2021) was implanted with monofocal aab00 or zcb00 intraocular lenses (iol)s. The customer was not sure which type of iol was used. The patient had complained of halos at night and twilight, especially when driving. It was not acceptable for the patient, so the surgeon explanted the iol and a non-johnson & johnson lens was implanted as a replacement. The patient's initial surgery was otherwise completely unremarkable, everything went as planned without any complications: no incision enlargement or sutures required and no other medical interventions were reported. The patient had a visual acuity of 1.0 in each eye after the both the first and second surgery. The products have been discarded. No further information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Age, weight and ethnicity: per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. Best estimate date is between (B)(6) 2021. Brand name: unknown, as the serial number was not provided. Model number: unknown/not provided, however the lens was either a aab00 or zcb00 lens. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown/ not provided, but best estimate date is between september or october 2021. Explant date: unknown/ not provided. Telephone number: (B)(6) the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.